Event description:
The issue involves cerner provision document imaging utilized to capture both clinical and non-clinical images. In cerner provision document imaging, the system may fail to save images and not warn the user when the emc applicationxtender patch has not been applied. Pt care could be adversely affected, as the missing images from pts' charts could result in injury, pt care delay, and extra procedures. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2010 to all potentially impacted client sites. The software notification includes a description of the issue and a software patch is included to address the issue for all sites that could be potentially impacted. Cerner corporation considers the issue to be resolved and no further narrative is required for follow-up.